Event description:
During preparation for use of the device, the user observed an error message indicating gas "b" bottle was empty when it was not. The user reported the same error message occurred after replacing gas "b" bottle. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a patient as a result of this event.